Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 428 mg/dl. The customer reported blood glucose rising to this level after changing the infusion set. The customer had no symptoms. The customer's blood glucose level prior to changing the infusion set was 368 mg/dl. Customer was able to troubleshoot the incident. Customer observed that there were no air bubbles or leaks in the infusion set tubing. Customer observed that insulin exited at the quick release during the manual prime/fill tubing process. Customer observed a bent and leaning infusion set cannula upon removal. The customer did not treat the high blood glucose level. The infusion set is expected to be returned for analysis.